Event description:
Pt was being transferred to another facility and on a intra-aortic balloon pump. One battery in iabp failed and the iabp began to malfunction. Pt went into aginal rhythm and an arrest code was called. The iabp was replaced and the pt's condition was stabilized. The transfer to the other facility was completed.